Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014. At the time contact with dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of contact, dexcom technical support advised patient's mother to test the alert functionality and patient's mother reported alerts were functional.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. An alarm test and an interior inspection was performed and the device failed, confirming the reported event of an intermittent audio output. A CAPA has been initiated for this issue.